Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of high on continuous glucose monitoring. Cause was not known. A correction bolus was delivered to address bg. It was also reported that the cartridge was leaking from the canister. Customer loaded a new cartridge to address the issue. It was further reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that resistance was experienced when filling the cartridge with insulin. The issue was resolved by performing a supply change.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.